Event description:
Boston scientific was notified that during an event when inflation was performed on the subject device with the usage of a 1-cc syringe during the procedure, a leak occurred at the tip. No complications were reported to have occurred with the pt as a result of this event.